Event description:
The patient died after ventricular perforation during a transfemoral tvr procedure. As reported, a 29mm sapien xt valve easily crossed the native aortic annulus and was slowly deployed with rvp. The delivery system was pulled back into the ascending aorta and the valve was assessed with a tee. It was noted that there was an effusion which grew rapidly and the patient's blood pressure was quickly dropping. A pericardiocentesis was performed but was inadequate to sufficiently drain the volume of blood. A pericardial window was then performed. The patient remained unstable; a-fib and ventricular tachycardia were noted and multiple attempts to defibrillate. An angiogram revealed a ventricular perforation. It was then decided to do a sternotomy to repair the perforation. The patient remained unstable and an attempt to close the perforation was unsuccessful. The patient subsequently expired. Per report, the amplatz extra-stiff wire within the delivery system perforated the ventricle.

Manufacturer narrative:
Medwatch #mw5043332

Manufacturer narrative:
(B)(4). Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as per report, the ventricle puncture was attributed to the extra stiff wire puncturing the left ventricle during the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.